Event description:
New information received indicated the right ventricular lead sensitivity was decreased. There were no reported patient consequences.

Event description:
New information received of continued noise oversensing observed on the right ventricular lead as of (B)(6) 2023. Further information was requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin. Upon review of the transmission, it was observed the right ventricular lead was oversensing noise. No programming changes or intervention were completed. There were no patient consequences.